Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was completely shut down when refilling medications and drawers not detected on bus. The customer had attempted to reboot it at least five times, but two drawers were still not on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 04-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawers were not on the bus. A field service engineer (fse) confirmed that drawer, controller, and boards on half height cubie drawers 5 and 6 required replacement, as most components were unresponsive. After replacement, both drawer controller board and module controller board issue was resolved. The system functioned as intended after the field service engineer repaired the device.